Manufacturer narrative:
The lot number is unk; therefore, the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes." (B)(4).

Event description:
It was reported via a medwatch form by the pt that as a result of having the product implanted, the pt has experienced total urinary retention, pain, bladder spasms, urinary tract infections, incontinence, dyspareunia and add'l surgical procedures.